Manufacturer narrative:
The subject device is expected to be returned to an olympus service center for further evaluation and testing. The device has not been received to-date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during maintenance, there was image issues with the video system center. The engineer found the image was flickering and unable to see endoscopic image on the video system center. There was no patient involvement associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device displayed lines in the image due to failure of the main printed circuit board. In addition, the following non-reportable malfunctions were found during the device evaluation: the chassis was bent, the tank holder was corroded and the power switch was cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lines in the image was caused by a faulty main printed circuit board. However, the specific cause of the faulty main printed circuit board could not be established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.